Event description:
It was reported that an atrial lead warning triggered due to a sudden decrease in impedance and low impedance values. A polarity switch was triggered, and the unipolar impedance was found to be higher than the bipolar impedance. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.